Event description:
Following a bike accident, where the pt drove against the door of a car with her bike, the pt felt a loss of paresthesia. It was not possible to communicate with the implantable neurostimulator (ins). The ins was replaced, and the problem was resolved. Following the replacement, the pt was reported to be doing fine with excellent pain relief; there was no pt injury.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.